Manufacturer narrative:
Sections with additional information as of 26-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-2 error. Son called on behalf of the customer. At the time of the call, the customer reported having increased thirst and lethargic symptoms. Medical attention was not needed at the time of the call. Son took customer to the doctor on (B)(6) 2020 and was diagnosed with diabetes. Doctor gave new prescription to obtain truemetrix meter. During the call, customer was walked through a proper back-to-back glucose test and obtained a result of 482 mg/dl. After troubleshooting, the customer is satisfied the product is working as intended and declined a replacement.